Event description:
It was reported that the ventilator shut down while being used to transport a patient. The respiratory therapist said that a low battery voltage message appeared on the screen before the ventilator rebooted. The patient was unharmed. (B)(4).

Manufacturer narrative:
(B)(4).